Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed. The patient experienced pain, fluid accumulations around the hip and possible high level of cobalt and chromium ions in the blood.